Event description:
It was reported that the device wouldn't connect to the handpiece prior to the start of a parotid case. The customer checked the handpiece and found the threaded stud had sheared off. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.